Manufacturer narrative:
Sientra complaint #: (B)(4). Medical device report in response to MDR report #: mw5111568. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Non-specific systemic illness.